Event description:
It was reported that the user dropped the ilet device, resulting in a fractured cartridge inside the device¿s reservoir component; the screen remained usable, there was no injury, and the device could not proceed with filling the tubing. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user, including photos. Investigation of this case revealed a stress-related problem consistent with a component fracture of the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.